Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: (B)(6) 2019. Investigation ¿ evaluation. A review of the complaint history, device history record, instructions for use (IFU), quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The complaint device was returned to cook for investigation. The kcfw sheath was returned in a used condition, with no observable presence of biomatter. During investigation, leak testing was performed but could not confirm the presence of a leak. Further investigation of the proximal hub found that the silicone disc was slit properly, and no damage was noted. From the inspection of the silicone disc, it was determined that the device was manufactured within specification. Additionally, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record (DHR) was reviewed for the complaint lot. From the review, no non-conformances were noted, suggesting that there is no evidence of nonconforming product from this lot existing in house. A software search found one additional complaint from this lot from the field for hub separation of the black catheter. Due to the different failure modes and devices between these two complaints, they were deemed not related which suggests there is no evidence of nonconforming product from this lot in the field. Based on the information provided, the examination of returned product and the results of the investigation, the cause was traced to component failure without manufacturing or design defect contributing to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: k171820. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a rosch-uchida transjugular liver access set was used for a transjugular intrahepatic portosystemic shunt (tips) procedure. As reported, after placement the user found "durative staxis" (blood leak) at the joint between the white valve and black 10fr catheter. The physician used another of the same device to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.